Event description:
Based on the report info, submitted to (B)(4) on (B)(6) 2010, customer complained that there was difficulty removing stylet. No other info has been made available. The used products/samples were not returned to (B)(4). (B)(4).

Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The info provided with the report to date is sketchy. No product number or lot number(s) has been provided. Additional info has been requested, but has not been received. An examination of the device(s) has not been carried out as the used item(s) was not returned to (B)(4). Additional catalog # 4 fr PICC; other # 4 fr.